Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there was an alleged product issue involving catheter array inversion. Additionally, the nose of the catheter was bent upon deployment into the right inferior pulmonary vein (ripv) without fluoroscopy. As a result, the wire would not advance, leading to the catheter being removed from the body without issue. The patient was under general anesthesia, and the case was completed without any patient symptoms or complications. The catheter was replaced by a medtronic product.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012484399 was returned and analyzed. Visual inspection was carried out. The catheter pscc100 of lot 00012484399 arrived with three kinks in the guidewire lumen. No additional visual anomalies were detected. The catheter failed functional testing for catheter-guidewire lumen compatibility since the guidewire was unable to be inserted past the kinks in the guidewire lumen. Mechanical verification of steering and slide mechanisms was carried out. The slide control mechanism was fully extended without issue but could not be fully retracted due to three kinks in the guidewire lumen. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The catheter was reprogrammed before connection to the generator via a catheter interface cable and failed ablation testing due to error code #2000 indicating a catheter electrical current error. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging revealed entangled electrode wires in the shaft. In conclusion, the catheter failed the return product inspection due to three kinks in the guidewire lumen and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.